Event description:
It was reported that during a coronary stent procedure, the catheter became stuck on the wire and the catheter shaft subsequently separated during removal. All pieces were retrived without incident. Patient status is listed as "okay".